Manufacturer narrative:
Selenia dimensions: tomo motion is stuttering on (B)(6) 2024, it was reported that the tomo motion was stuttering on the system. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe replaced the vta bolts to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were not returned for investigation. The vta bolts were on the system for 3,044 days. The vta bolts were not returned for further investigation. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies related to the vta. System product code: sdm-sys-9000-3d serial number: (B)(6) manufacture date: 08-03-2016 system installation date: 08-11-2016 unique device identifier (UDI): (B)(4).

Event description:
It was reported that during a selenia 3d dimensions procedure, the customer reported that the tomo motion was stuttering, a field engineer examined the equipment and it was determined that screws were loose after the tomo pot failure. The rotational screws were replaced and resolved the issue. The system met the manufacturer´s specifications. No patient or staff injury reported. No other information available.